Event description:
Case description: this spontaneous report was received from a spanish physician and concerns a 47-year-old female patient. The patient was injected with radiesse(+), for remodeling of the facial contour, on (B)(6) 2024. Batch number was reported as a00116070 (expiry date: 03/2025). The batch record review was received and the lot number for radiesse(+) was confirmed as a00116070 (expiry date: 03/2025). A lot search in the global safety database was conducted. Radiesse(+) was diluted 50% with lidocaine (off label use of device, product preparation issue). She had a satisfactory result with the treatment. Her medical history included a melanoma and a surgical intervention for a melanoma, in 2018. In (B)(6) 2025, after the radiesse(+) injection, the patient experienced a spontaneous vertebral fracture after which multiple metastases of melanoma were detected. Corrective treatment included an injection of pembrolizumab for treatment of these metastases. In 2025, after the pembrolizumab injection, the patient experienced inflammation all over the face, which responded to treatment with prednisone and oral ciprofloxacin for 2 weeks. Inflammation and induration (reported as induction) persisted at the injection sites, as well as, swollen nodules. Pembrolizumab was administered together with corticoid and antihistamine, without generalized facial inflammation, although the inflamed nodules persisted at the injection sites. The patient was consulted for possible treatment alternatives for these nodules. Conservative management was recommended, with lidocaine and saline injections, since the patient was treated with oral corticosteroids and antibiotics to monitor the progression of the nodules. If they did not resolve, intralesional triamcinolone injections were to be performed. The outcome of the events spontaneous vertebral fracture and multiple metastases of melanoma was unknown. Due to the provided information, the outcome of the events lirs -type inflammatory reaction, nodule, induration was considered as not resolved. In the opinion of the reporter, this was a case of a post-immunotherapy late inflammatory reaction (reported as lirs-type inflammatory reaction) in the radiesse(+) injection sites, likely due to an amplified effect of the immune system. This patient appeared to have developed an immunological reaction directed against the implant, but not against the radiesse(+) itself. This was a consequence of systemic activation by anti-pd1. The nodules were likely not to be completely resolved until the end of treatment with pembrolizumab.

Manufacturer narrative:
The batch record review for radiesse(+), lot a00116070, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00116070) and similar events were noted. Assessment by merz: the events occurred occurred 9 months after injection which is quite a long latency. The events injection site inflammation, injection site nodule and injection site induration occurred in a compatible local relationship, whereas no precise information was given for the event metastic melanoma, and the vertebral fracture occurred outside of the treatment area. The event vertebral fracture (serious) is considered unexpected based on the currently valid EU instructions for use (IFU) leaflet of radiesse(+), whereas the event metastatic melanoma (serious) is considered conceptually/ equivalently expected under aggravation of preexisting conditions and injection site inflammation (non-serious), injection site nodule (non-serious) and injection site induration (non-serious) are expected based on the currently valid EU IFU of radiesse(+) and can occur after treatment with radiesse(+). Product preparation issue and off label use of device are coded for formal reasons only. A dilution of radiesse(+) with lidocaine is no approved indication for radiesse(+) in the EU. In the opinion of the reporter the patient appeared to have developed an immunological reaction directed against the implant, but not against the radiesse(+) itself. This was a consequence of systemic activation by anti-pd1. However, it is not specified to which events the reporter is referring. Strong confounding factor includes the pre-existing medical history of melanoma in this case which caused the metastasis, led to initiation of corrective treatment (e.g. Pembrolizumab, oral corticoids and antibotics) and resulting in further events of inflammation and subsequent induration as well as nodules in the areas treated with radiesse(+) 9 months before event onset dates and metastasis most likely caused the vertebral fracture as well. However, in this case the information is quite sparse and confirmation of the reporter on causal relationship for this specific event and if this event is considered to be a consequence of the reported melanoma is pending so the event is coded worst case based on the information given assuming an implied causality of the reporter. Based on the information provided, company causality for the events injection site inflammation, injection site induration and injection site nodule is considered as possibly related to the treatment with radiesse(+) due to compatible local relationship and for the events metastatic melanoma and vertral fracture is considered unlikely related and more likely related to the patient´s underlying condition. This case is considered as a reportable incident with the serious unexpected event vertebral fracture because treatment was deemed necessary to prevent a permanent damage/ life-threaening injury/illness.

Event description:
Case description: this spontaneous report was received from a spanish physician and concerns a 47-year-old female patient. The patient was injected with radiesse (+), for remodeling of the facial contour, on (B)(6) 2024. Batch number was reported as a00116070 (expiry date: 03/2025). The batch record review was received and the lot number for radiesse (+) was confirmed as a00116070 (expiry date: 03/2025). A lot search in the global safety database was conducted. Radiesse (+) was diluted 50% with lidocaine (off label use of device, product preparation issue). She had a satisfactory result with the treatment. Her medical history included a melanoma and a surgical intervention for a melanoma, in 2018. In (B)(6) 2025, after the radiesse (+) injection, the patient experienced a spontaneous vertebral fracture after which multiple metastases of melanoma were detected. Corrective treatment included an injection of pembrolizumab for treatment of these metastases. In 2025, after the pembrolizumab injection, the patient experienced inflammation all over the face, which responded to treatment with prednisone and oral ciprofloxacin for 2 weeks. Inflammation and induration (reported as induction) persisted at the injection sites, as well as swollen nodules. Pembrolizumab was administered together with corticoid and antihistamine, without generalized facial inflammation, although the inflamed nodules persisted at the injection sites. The patient was consulted for possible treatment alternatives for these nodules. Conservative management was recommended, with lidocaine and saline injections, since the patient was treated with oral corticosteroids and antibiotics to monitor the progression of the nodules. If they did not resolve, intralesional triamcinolone injections were to be performed. The outcome of the events spontaneous vertebral fracture and multiple metastases of melanoma was unknown. Due to the provided information, the outcome of the events lirs -type inflammatory reaction, nodule, induration was considered as not resolved. In the opinion of the reporter, this was a case of a post-immunotherapy late inflammatory reaction (reported as lirs-type inflammatory reaction) in the radiesse (+) injection sites, likely due to an amplified effect of the immune system. This patient appeared to have developed an immunological reaction directed against the implant, but not against the radiesse (+) itself. This was a consequence of systemic activation by anti-pd1. The nodules were likely not to be completely resolved until the end of treatment with pembrolizumab. Follow-up information was received on 09-jun-2025: radiesse risk file was reviewed (B)(4). Follow-up information was received on 10-jun-2025: this case was downgraded to not serious. The events spontaneous vertebral fracture and multiple metastases of melanoma were deleted. Patients height (173 cm) and weight (60 kg) were provided. She was injected with 14 ml of radiesse (+) into the cheekbone and the mandibular line. She was injected with 7 ml into 3 injection points on the left side and with 7 ml into 3 injection points on the right side. Needle size was reported as a 27 gauge (g) 20 mm, thin wall (tw), 0.4 mm in diameter and 20 mm in length. She was previously injected with botulinum toxin, which was well tolerated, on (B)(6) 2019. Allergies were reported as none. The lesions resolved without the need for additional local treatment. The events were not life threatening, there was no hospitalization, have not led to a new diagnosed chronic disease and no intervention was necessary to prevent a life-threatening condition or a permanent damage. Due to the provided information, the outcome of the event nodule was considered as resolved, in 2025 (changed from not resolved). The outcome of the events induration and lirs-type inflammatory reaction remained unchanged. In the opinion of the reporter, the events lirs-type inflammatory reaction, induration and nodule were of moderate intensity and there was no causal relationship between the local anesthetic in the radiesse (+) and the events.

Manufacturer narrative:
The batch record review for radiesse (+), lot a00116070, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00116070) and similar events were noted. Assessment by merz: the events occurred 9 months after injection which is quite a long latency. The events injection site inflammation, injection site nodule and injection site induration occurred in a compatible local relationship, whereas no precise information was given for the event metastic melanoma, and the vertebral fracture occurred outside of the treatment area. The event vertebral fracture (serious) is considered unexpected based on the currently valid EU instructions for use (IFU) leaflet of radiesse(+), whereas the event metastatic melanoma (serious) is considered conceptually/ equivalently expected under aggravation of preexisting conditions and injection site inflammation (non-serious), injection site nodule (non-serious) and injection site induration (non-serious) are expected based on the currently valid EU IFU of radiesse(+) and can occur after treatment with radiesse(+). Product preparation issue and off label use of device are coded for formal reasons only. A dilution of radiesse (+) with lidocaine is no approved indication for radiesse (+) in the EU. In the opinion of the reporter the patient appeared to have developed an immunological reaction directed against the implant, but not against the radiesse (+) itself. This was a consequence of systemic activation by anti-pd1. However, it is not specified to which events the reporter is referring. Strong confounding factor includes the pre-existing medical history of melanoma in this case which caused the metastasis, led to initiation of corrective treatment (e.g. Pembrolizumab, oral corticoids and antibotics) and resulting in further events of inflammation and subsequent induration as well as nodules in the areas treated with radiesse(+) 9 months before event onset dates and metastasis most likely caused the vertebral fracture as well. However, in this case the information is quite sparse and confirmation of the reporter on causal relationship for this specific event and if this event is considered to be a consequence of the reported melanoma is pending so the event is coded worst case based on the information given assuming an implied causality of the reporter. Based on the information provided, company causality for the events injection site inflammation, injection site induration and injection site nodule is considered as possibly related to the treatment with radiesse (+) due to compatible local relationship and for the events metastatic melanoma and vertral fracture is considered unlikely related and more likely related to the patient´s underlying condition. This case is considered as a reportable incident with the serious unexpected event vertebral fracture because treatment was deemed necessary to prevent a permanent damage/ life-threaening injury/illness. Merz causality re-assessment due to follow-up information received on 09-jun-2025: radiesse risk file was reviewed (evb-2025-0018). Merz product safety reviewed the provided event information and categorized the event of vertebral fracture as 'unlikely related' to the radiesse (+) injection and more likely related to the patient's underlying condition (i.e., prior/metastatic melanoma). Confounding factors include a long latency (i.e., nine months), the vertebral facture occurring outside of the treatment area, and the pre-existing medical history of melanoma which likely caused the metastasis, and this metastasis most likely caused the vertebral fracture. Refer to '(B)(4)' attached within tab t2 of this record for product safety's evaluation. Therefore, this single unlikely related event does not suggest a novel safety concern where it would necessitate addition of the harm of 'vertebral fracture' to the risk file. As such, no amendment to the radiesse (+) risk management file for addition of the harm of 'vertebral fracture' is required at this time. This event will continue to be tracked and trended, and action taken as appropriate. Additionally, if any information specific to this event is obtained which causes amendment to the causality decision, where it is determined radiesse (+) injection could reasonably be concluded to have contributed to the harm of 'vertebral fracture', a new event-based update will be performed to re-evaluate the risk management file for impact. Causality for the previously assessed events injection site inflammation, injection site induration and injection site nodule remains unchanged as possibly related to the treatment with radiesse (+) and for the previously assessed events metastatic melanoma and vertral fracture remains unchanged as unlikely related and more likely related to the patient´s underlying condition. This case remains a reportable incident with the serious unexpected event vertebral fracture because treatment was deemed necessary to prevent a permanent damage/ life-threatening injury/illness. Merz causality re-assessment due to follow-up information received on 10-jun-2025: this case was downgraded to non-serious. The events spontaneous vertebral fracture and multiple metastases of melanoma were deleted. The outcome of the event nodule was considered as resolved. Causality for the events injection site inflammation, injection site induration and injection site nodule remains unchanged as possibly related to the treatment with radiesse (+).